Event description:
A nurse in the intensive care unit called technical services for assistance with cycler alarms. She reported there was something wrong with the tubing and there was fluid inside the cycler when they first set up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.